Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and battery cap slot chip in the plastic. The customer¿s blood glucose was unknown. Customer stated that small scratches on the screen. Customer stated the insulin pump received random no delivery alarm. Customer stated that they changing out batteries every 3 week. The device will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window and stripped battery cap coin slot noted. Device passed displacement test. Basic occlusion test. Device failed seating test due to faulty force sensor resistor. Unable to verify no delivery alarm or motor error. The motor was tested outside the device and passed. Device passed self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. (B)(4).